Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 435 mg/dl. The customer reported that the insulin pump was exposed to water. The customer reported that there was moisture under the display of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Traces of moisture were found at the lcd board per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on lcd window.